Event description:
It was reported that on (B)(6) 2020 staples were found jamming during usage on the patient. Changed a new stapler. No injury reported.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73b1900443 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.